Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, loss of capture was noted at a normal follow up due to a suspected lead dislodgement. A revision procedure was performed, and after unsuccessful repositioning, the lead was explanted and replaced successfully. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.